Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204 - belt unusable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As rec'd, the belt failed incoming functional testing. Upon investigation, the electrode belt's trunk cable connector was unable to securely latch to a monitor, causing a disruption in communication between the electrode belt and the pt's monitor and the reported service code 204. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective connector. The pt rec'd a replacement electrode belt.